Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2009. According to the complainant, lithotripsy had been performed 10-15 times, when the lumen sheath moved approximately 1cm along the shaft. The procedure was completed with the same trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - (side-car push-back). The device has been received for analysis. Upon the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).